Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.2 failed. User tried to reboot and recover storage space, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.2 failed. User tried to reboot and recover storage space, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 3.2 bracket was broken. A field service engineer found that drawer was replaced before by another engineer, so confirmed rails were not damaged, then checked and found drawer left bracket was damaged caused screws to no longer hold the bracket, temporarily borrowed bracket from the full height drawer 6, then replaced the drawer bracket for drawer 6 and confirmed the issue was resolved. The system functioned as intended after the field service engineer repaired the device.